Event description:
The device was applied during an unspecified laparoscopic procedure. Reportedly, the instrument leaked and the sleeve was damaged. The surgeon applied another device. The hosp has reported no pt injury occurred.